Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09333. The pt received the scs system including a percutaneous and two quattrode leads (from the same lot) on (B)(6) 2011. During a routine programming, it was noted the pt experienced impedance issues on her left side peripheral lead. The contacts showed high impedance values. The pt also reported feeling a burning sensation on her right side peripheral lead when the amplitude is increased. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.